Manufacturer narrative:
The insulin pump passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. No moisture damage noted on electronic assembly during visual inspection. No cosmetic damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer stated they were driving down the street when the critical pump error alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.